Event description:
Soothing amber necklaces are marketed to moms as a treatment for colic, teething etc. Any toy or jewelry or device that encircles an infant's or child's neck is inherently dangerous. I'm beginning to see these in my practice and it's only matter of time till a strangulation will occur. These things are new to me but are prevalent in the internet. Please look into these products. (B)(4).